Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The customer contacted olympus technical assistance support (tac) via phone. The customer was instructed to connect the 3 gigabit serial digital interface (3g sdi) cable to the high definition serial digital interface (hd sdi) output of the video system center. After reconnecting the 3 gigabit serial digital interface (3g sdi) cable, the customer was directed to adjust the release time by navigating to settings, system setup, and image record, changing the release time for hd/4k from 0.1 to 0.5 seconds. They were also instructed to review the release time for standard definition and verify with provation that the advanced frequency setting was set to 60 hertz. After troubleshooting, the customer confirmed the images were no longer blurry. The customer informed tac of the event. The device will not be returned to olympus for evaluation.

Event description:
The customer reported that the video system center did not get an image in provation and the images were a bit blurry during inspection for use. There were no reports of patient harm.